Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735797, serial/lot #: unknown. H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system has been experiencing wireless communication issues since last year after the hospital changed their electronic picture archiving and communication systems (pacs) network. The site stated that when they try to download patient exams wirelessly, the digital intercommunication of medicine (dicom) association between pacs and navigation system units intermittently time out and only query a few images at a time, rather than downloading the full exam at once. The site state the system will retrieve ~10 images at a time and continue to make separate queries until all images have been downloaded. The site also stated that each time the site tried to download an exam, it seemed like multiple associations were created, and each association pulled a subset of images of the exam. If you were to add all the scans pulled, it added up to the total number of slices in the one exam. The site further mentioned that with their new pacs system (intelerad/intelepacs) the new network was designed with an internet protocol (ip) range that differs between each floor of the hospital. They had less intermittent issues using 2.4 gigahertz (ghz) than 5ghz, but issue had not fully resolved. The site confirmed that using a wired ethernet connection successfully downloaded all images at once with no interruption or difficulty. No patient present during these recurring issues.

Event description:
Additional information was received. It was reported that this had been an ongoing issue at the site. It was noted to not be an issue with the medtronic navigation system as they were able to pull images for cases via ethernet. The issue was noted to be an inherent wifi issue.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.